Event description:
It was reported that physician's programming system cannot perform interrogations. Company rep was present and also tried interrogating on his demonstration generator, using the suspect programming system. Interrogation was not successful. Troubleshooting was performed on the programming handheld and wand. Interrogation was attempted again, and went through successfully. Although the troubleshooting resolved the communication issue, the programming system will still return for analysis. Product analysis is pending on programming wand and handheld.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.